Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the pins of the remote monitor power adapter broke off. The patient indicated trying to force the power cord into an unsuitable plug. It was unknown if the monitor was being returned. No patient complications have been reported as a result of this event.